Event description:
Pt¿s wife reported that her husband was in the ICU with diabetic ketoacidosis because he did not have a working blood glucose meter. She stated he did not have a back up meter and the meter in pdm was working intermittently.

Manufacturer narrative:
The returned device was evaluated and the reported product malfunction condition was confirmed. The device was opened and corrosion was found around some of the components on both the main pcb and the bg meter pcb. This indicates that liquid had entered the pdm. The root cause of the malfunction was determined to be fluid on pcb ¿ short/corrosion. The omnipod user¿s guide cautions ¿the personal diabetes manager (pdm) is not waterproof. Do not place it in or near water,¿ and advises ¿the pdm is not waterproof. Do not place it in water or leave it near water where it can accidently fall in. If it becomes submerged in water dry the outside of the pdm with a clean, lint-free cloth. Open the battery compartment; remove the batteries and discard them. Use a clean, lint-free cloth to gently absorb any water in the battery compartment. Leave the battery compartment door open until the pdm is throughly dry. Do not put in fresh batteries or attempt to use the pdm until it has thoroughly air dried.¿ qualification records for the product lot were reviewed and all acceptance criteria were met.